Manufacturer narrative:
Medtronic investigation of returned suspect computer finds that the system powers up. Post's and boots normally. Apps launch and navigate as expected. No ram or hdd errors reported. No faults encountered. System passed phd and all required testing medtronic investigation of returned suspect external spectra system control unit (scu) to positioning sensor unit (psu) cable finds that the cable itself does not appear to be damaged but several pins are bent within the straight lemo connector. Not able to connect to mating part for functional testing.

Manufacturer narrative:
Patient identifier not made available from the site. Return requested. Replacement ext scu to r/a psu cable shipped to site 08/02/2016. Suspect cable has not been received by manufacturer for analysis. Return requested. Replacement computer shipped to site 08/10/2016. Suspect computer has not been received by manufacturer for analysis. On 08/12/2016, a medtronic representative performed a navigation system computer upgrade. And check-out, all areas passed. System performed as intended. On 08/16/2016, a medtronic representative, following-up at the site, confirmed replaced the parts, did test spins with sawbones and confirmed accuracy and functionality with the navigation system. No parts have been received by manufacturer for analysis. No further issues have been reported. Noted was that on 07/28/2016, a medtronic representative tested right and left imaging system wireless trackers and accuracy passed.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, the site took an imaging system spin and the surgeon checked accuracy, however, alleged being off laterally by a couple of millimeters. Thee medtronic representative noted that the software and imaging system was sluggish; the mouse would stop working momentarily and then come back, the software appeared to become unresponsive when switching tasks, and tracking was inconsistent. In trouble-shooting, a second navigation system was brought in to continue the procedure. A new spin was acquired and the surgeon deemed accuracy was sufficient. Delay in therapy was 10 minutes before continuing. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.